Event description:
It was reported that at the time of changeout, this implantable cardioverter defibrillator (ICD) showed header damage and was hanging from the rest of the system. The patient did not exhibit symptoms. The ICD was successfully replaced. No additional adverse patient effects were reported.